Event description:
It was reported that during an unk procedure, the staples were unformed at the center part of the staple line. Another device was used to complete the case. There was no patient consequence.